Event description:
It was reported that subsequent to the implant of a protegen sling by dr. In 1998, the pt "developed injuries and complications secondary to the implant surgery." The sling was removed in 2000. There is no further information available on this case and the device was not returned for evaluation.